Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an inpact admiral during treatment, the patient¿s superficial femoral artery (sfa). IFU was followed and the device was prepped without issue. The balloon was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It is reported during balloon inflation at a pressure of 10atm difficulty was experienced and pressure could not be maintained. The device was removed from the patient and the balloon appeared to have a little hole on it. The device was replaced with another drug coated balloon to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information received: negative prep was performed. An indelfator was used for to carry out balloon inflation. Device analysis: the device was returned for evaluation. The information reported on the luer is consistent with the data in the complaint form received. Visual and tactile inspections were performed on the device. The balloon was unfolded. The 0,035¿¿ guidewire was loaded. Negative pressure was applied to the balloon: the purging procedure failed. An attempt to inflate the balloon was made but a pinhole was detected on the balloon and it was not possible to maintain the pressure. If information is provided in the future, a supplemental report will be issued.